Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Review of programming history indicates that the patient's vns generator was inadvertently set to deliver stimulation. The settings were likely caused by an interrupted system diagnostic test during device implantation. No final interrogation was performed during surgery. No patient adverse events were reported.